Manufacturer narrative:
Therapy date: unknown date approximately two weeks prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 29, 2015. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm non-sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. However, one non-conformance report (ncr) was written for the premature release of an inspection sheet revision on this product. This was a bounding exercise that referred to this lot but did not affect it as this lot was correctly inspected to the correct inspection sheet revision. The ncr was ultimately deemed ¿use as is¿, therefore it did not contribute to the complaint condition because it was simply a lot identified in a bounding exercise. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2016 to address helical blade cut out from the femoral head. The initial trochanteric fixation nail advanced (tfna) device implantation was on an unknown date approximately two weeks prior to (B)(6) 2016. No device breakage had occurred and all implants were removed intact during the revision surgery. The revision procedure was completed successfully without delay or need for additional medical intervention. The patient was revised to a depuy bipolar hip implant. The patient was reportedly stable postoperatively. This report is 1 of 1 for (B)(4).